Manufacturer narrative:
Summary of investigation: there is one previous complaint regarding other issue (needle missing), closed as not confirmed after analysis. We have received two different cases for this code-batch, regarding the same issue, and from the same customer at the same time. We manufactured and distributed in the market (B)(4) units of this code-batch. There are no units in our stock. We received a closed sample and an open and used sample with broken thread (one piece of thread is attached to the needle and measures 59.7 cm and the other piece of thread measures 16.2 cm) to analyze both complaints. Tightness test to the closed sample received has been performed and the unit is tight. We have tested the knot pull tensile strength of the closed sample received and the result fulfils the requirements of the european pharmacopoeia (ep): 1.89 kgf (ep requirements: 0.97 kgf in average and 0.49 kgf in minimum). Remarks: when working with monosyn® suture materials great care should be taken to ensure that the use of surgical instruments, such as tweezers and needle holders, does not cause the material to be damaged by being pinched or kinked. Batch manufacturing record: reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfil usp/ep and b.braun surgical requirements. Knot pull tensile strength results conducted on samples before releasing the product were 2.38 kgf in average and 2.31 kgf in minimum and fulfilled ep requirements: 1.80 kgf in average and 0.91 kgf in minimum. Conclusion root cause analysis: it has not been possible to determine the root cause because the open and used sample received has the thread broken and a further analysis cannot be performed, and the closed sample received complies usp/ep and b. Braun surgical requirements regarding knot pull tensile strength. Final conclusion: although the results of the closed sample received fulfil the specifications of european pharmacopoeia/ b. Braun surgical specifications, we take note of this incidence in order to assess if new or additional actions are needed. The case is considered not confirmed by evidence of the closed sample received. We regret any inconvenience this issue may have caused and thank you for your collaboration. Corrective measures: actions on product distributed of this reference/batch: based on the conclusion derived from investigation, it is not required to make actions in distributed product. Corrective/preventive actions: according to our internal procedures, there is no need to establish corrective or preventive actions. Nevertheless, this complaint is recorded for trending analysis to assess if actions are needed in the future.

Event description:
It was reported an issue with monosyn suture. The client (veterinarian) reported that the thread is torn while surgery, doctor confirmed no danger for the animal at no time. Additional information has not been provided.